Event description:
This lv lead was implanted on (B)(6) 2008 and remains implanted at this time. A call to technical services on 4/28/2014 states that this lead had exhibited high pacing threshold. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).